Manufacturer narrative:
Concomitant: product ID 3550-09, lot# lb2578, implanted: 2003-(B)(6), explanted: 2011-(B)(6), product type accessory. Product ID 3887-33, lot# j0205050v, implanted: 2002-(B)(6), explanted: 2011-(B)(6), product type lead. Product ID 3708360, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient¿s device flipped due to it being placed in a previous pocket that was too deep. As a result the device went into safe mode and the patient was unable to charge. Two weeks after the flip the patient had their device ¿changed¿.